Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose level was 80 mg/dl at the time of the incident. Customer was able to successfully clear the alarm and was able to complete pump rewind. Customer stated that multiple pump error occurred during self test. Customer stated it was the second occurrence of the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed selftest and displacement test. Insulin pump received with the audio alert functioning properly. No history pointers failed noted. No audio alert anomaly noted. Hardware low level failures alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on keypad assembly.